Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed an astral device failed to recognize its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failure to recognize its internal battery and also revealed a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was plastic residue on the battery terminals. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device failed to recognize its internal battery. There was no patient harm or serious injury reported as a result of this incident.